Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and the reported inability to grasp the leaflets appears to be related to challenging patient morphology/pathology (pre-existing anterior leaflet flail, restricted posterior leaflet, dilated annulus, pre-existing mitral disease, right heart failure). The reported patient effect of death was related to the pre-existing challenging anatomy and severely declining patient health. The reported tissue damage appears to be due to procedural circumstances as it was noted that the tissue tear was likely due to difficulty in grasping. The unchanged mitral regurgitation (mr) appears to be due to the inability to grasp the leaflets as tissue damage occurred and mr remained unchanged. The reported patient effects of death, worsening mr and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the chordal rupture and patient death. It was reported the mitraclip procedure was performed on (B)(6) 2018, to treat a degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the anatomy was challenging and the patient was very sick and declining prior to the procedure. One clip was implanted, reducing mr to 3. The second cds (80313u182) was advanced to the mitral valve. Grasping was performed, but noted to be difficult due to the anatomy. During grasping, a chordal rupture occurred and mr returned to 4. The clip was not implanted and the cds was removed. An xtr cds (80828u182) was advanced to the mitral valve in an attempt to reduce mr and treat the chordal rupture, but grasping was difficult. The clip was not implanted and the cds was removed. No further clips were attempted. One clip was implanted and the mr remained at 4. After the procedure, the remained hospitalized. On (B)(6) 2018, the patient died due to total system failure. In the physicians opinion, the mitraclip did not contribute to the patients death as the patient health was already declining. No additional information was provided.